Event description:
It was reported that the 2800 system had a table communication error and would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The back pack cooling fan connection was re-seated and the connection between tgi and motron board repaired during the service call. The system was tested and found to be working as intended, and put back into service.